Manufacturer narrative:
Alleged failure: poor images. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was poor quality image.

Event description:
It was reported that there was poor quality image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.